Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Review of the compatibility matrix identified that all the components are compatible. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a "design issue" as the root cause.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Initial op notes were received and all information was previously reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Evaluation of the returned device identified some foreign material in the tm around the peg locations. The pegs had also been cut off. Some minor scratches were also noted on the proximal surface of the tibial plate. The updated information does not change the previous investigation conclusions. The root cause is considered to be a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial loosening and pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Update received via revision operative notes. The notes confirm that the patient underwent revision for failure mechanical loosening of right total knee arthroplasty and for the recalled tibial component. During the surgery it was seen that femoral patellar component was well fixed and there were no signs of infection seen. The tibia was removed and there was 50% of bone ingrowth and 50% of fibrous ingrowth seen. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.